Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had pain down their leg even with the stimulation turned off. The cause of the pain down the leg was unknown. During troubleshooting stimulation intensity was lowered to 0.05v and alternative programs were attempted with vary intensities but patient reported pain down their leg. The ins and lead was explanted and issue was resolved. No further complications were noted or anticipated